Event description:
Baxter rep. Contacted corporate product surveillance on monday, (B)(6) 2010 to communicate report received from customer pertaining to a catheter ext set ((B)(4)) lot ur10b08080 that was found leaking about 2 weeks ago. The leak was noticed at the luer lock connection. All connections appeared to be secure. The customer thinks there were not enough threading on the luer lock. The leak was noticed immediately. The set was changed out. There was no patient injury or medical intervention associated with this report. An actual sample is available. No additional information was provided.

Manufacturer narrative:
The reported condition of leak could not be confirmed. 1 actual unit was received for evaluation. During visual inspection unit does not present visual defect. Unit results satisfactory to functional test. Probable cause could not be determined and no actions were taken since the condition was not confirmed. (B)(4).